Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging smokey smell from the bipap device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging smokey smell from the bipap device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The external inspection found dirt/dust and tobacco/nicotine contaminate and odor on at the fresh air intake (filter location) and on the cover door. There was no smoke/burning odor. The internal aspect of the device was inspected.the manufacturer observed dirt/dust contamination and tobacco/nicotine contamination to the air inlet path and there is evidence of the dark-colored contaminants on the inside top enclosure, in the blower assembly and air flow outlet port. It is likely the noise observed by the manufacturer during this investigation is due to the contaminants causing a degradation to the blower bearings and the contaminants traveled throughout the dreamstation/humidifier airpath & were observed by the user. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were found 9. Error 20: err_motor_spinup_flux_low logged error codes. The manufacturer concludes that they confirmed the customer's allegation complaint was found to be caused by dark-colored contaminants that are found to be throughout the dreamstation's airpath. The contaminants are consistent with the units being exposed to tobacco/nicotine contamination.